Manufacturer narrative:
(B)(4). A total of 8 devices were returned for evaluation. Additional lot # t92r83; t92n5n; t9263n; t92z66. Method; 10 - testing of actual or suspected device - 6 devices. 4117 - device not accessible for testing 2 devices. Result; 777 - cutter - 8 devices. 3252 - fracture problem - 6 devices. 3251 - fatigue problem - 2 devices. Conclusion; 61 - user error - 8 devices. 18 - failure to follow instructions - 8 devices.

Manufacturer narrative:
(B)(4). Of the 52 devices reported, a total of 1 additional devices was received for evaluation. Device; 1562-material separation-1 devices. Method; 10-testing of actual or suspected device- 1 devices. Result; 3251 - fatigue problem - 1 devices. Conclusion; 61-user error ¿ 1 devices. 18-failure to instructions ¿ 1 devices.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2020. Of the 52 devices reported, a total of 2 additional devices were received for evaluation. Device; 1562-material separation-2 devices. Method; 10-testing of actual or suspected device- 2 devices. Result; 777- cutter - 2 devices. 3252 - fracture problem - 2 devices. Conclusion; 61-user error ¿ 2 devices. 18-failure to instructions ¿ 2 devices.

Event description:
This report summarizes 52 malfunction events involving a total of 52 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2020. Of the 52 devices reported, a total of 9 additional devices were received for evaluation. Additional d4 lot# t92p09; t9235m; r92m3w; t92r83;t92z05; t9306v; t93418; t92n21 device; 1562-material separation-9 devices. Method; 10-testing of actual or suspected device- 9 devices. Result; 777- cutter - 7 devices, 900 - pad - 2 devices, 3252 - fracture problem - 9 devices. Conclusion; 61-user error ¿ 9 devices, 18-failure to instructions ¿ 9 devices.

Event description:
This report summarizes <noe> 52 </noe> malfunction events involving a total of 52 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.

Manufacturer narrative:
(B)(4). Of the 52 devices reported, a total of 30 devices were received for evaluation. Additional lot# t9269y; t9208a; r9540y; t92k7y; r9588r; t92u26; r9460n; r9583k; t92k3h; r93c6m; t92n5n; t92a7h; t9253d; t9279x; r94z1n; t92x1z; t92n21; t92849; r9535n; t92967; t92y3d; r94855; r9506m; t9269y; t92c4t; t9202d; t92u90; r92r5j; r9588r; r9524f; t92p4w; t92j98; t9398c. (B)(4).

Event description:
This report summarizes <noe> 52 </noe> malfunction events involving a total of 52 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.